Event description:
A medtronic representative reported that the surgeon was having difficulty optically tracking the instruments when the polestar magnet was raised up. The surgeon was tracking MRI safe frame and probe about 5 inches from the side of the magnet. The surgeon chose to discontinue the use of navigation and the polestar integration system, but he was able to finish the case with no negative impact the patient outcome reported.

Manufacturer narrative:
A medtronic representative was able to replicate the issue onsite. A replacement position sensor unit (psu) was sent to the site for issue resolution. When connected to known good system the suspect psu tracking was found to be normal throughout the volume. The psu passed an accuracy assessment kit (aak) test at .31mm with minimal line separation of .15mm. A second set of tests confirmed the initial results. Unable to replicate reported issue in house. However, the psu was replaced on the navigation system in the field and resolved the issue. After replacing the psu successful cases have been performed with no tracking issues observed.